Event description:
Customer reports the softclix plus lancet will not retract, and as a result, she accidentally stuck her finger. No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.